Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device, the customer reported condition was confirmed. The device found that the battery was depleted alarm, due to fluid ingression on rear housing. Problem source was traced to user interface. The device history record was reviewed and showed, that this device met all manufacturing specification for product released for distribution. No issues were identified, that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump's battery depleted alarm was sounding even with new batteries. There was no patient present at the time of the event.